Manufacturer narrative:
The product was returned to the manufacturing site for evaluation. Additional information: section d9: device available for evaluation: yes. Date returned to manufacturer: 4/28/2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the plunger rod fully advanced with viscoelastic residue observed to be evenly distributed throughout the cartridge. Stress marks were observed on the cartridge tip but were in specification for a used device. No cartridge or cartridge tip issues were observed. The lens module was inspected revealing no issues or viscoelastic residue. Device assembly was inspected revealing no issues. The plunger rod tip was observed to be bent. Plunger rod advancement was inspected revealing no issues. No lens was received for evaluation and no further evaluation was performed. The complaint issue "cartridge tip cracked/damaged" was not identified during product evaluation. The complaint issue "haptic damaged" was not identified during product evaluation as no lens was received. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the leading haptic of the preloaded intraocular lens was pointing straight ahead and looked crooked when nurse injected the lens through to reload in the cartridge. Upon examination, it was also noted that the tip of the injector seemed damaged. The lens was disposed and injector was available for return. No other information was provided

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: not applicable, as there was no patient involvement. Section d6a: if implanted, give date: not applicable, as there was no patient contact with the product. Section d6b: if explanted, give date: not applicable, as there was no patient contact with the product. Section e1: initial reporter: telephone number: (B)(6) section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.